Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the actual product has not been returned, a reproduction check was performed using a representative device (maj-2315/lot: h2831) according to the procedure in the instruction manual, but the indicated phenomenon was not reproduced. During the development stage, quality evaluations were conducted using mass production prototypes, and it was verified that "the distal cover does not come off from the endoscope during use." The parts supplier conducts sampling inspections of 3 parts for each production lot and confirms that the parts conform to the specifications each time. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, although the root cause could not be identified, the distal cover likely detached from the scope easily due to the following: 1. The distal cover overlapped the hook on the tip of the endoscope, and it is likely that the distal cover did not completely get over the hook on the tip of the endoscope. As a result, the attachment was inadequate, and the distal cover easily detached from the endoscope. The event can be detected/prevented by following the instructions for use (IFU) which state: "put your finger onto the center on the top of the distal cover and push the top of the distal cover straight onto the distal end of the endoscope until the hook of the distal ring is completely visible within the opening of the distal cover.¿ "detach the distal cover from the distal end of the endoscope when the distal cover cannot be attached to the endoscope smoothly or any incorrect attaching procedure is noticed. Refer to section 9.5, ¿detach the distal cover¿ for detaching the distal cover. With a new distal cover, repeat step 1 through 4. If the distal cover is not attached properly, it may slip off or fall off the distal end during the examination." "9.3: attaching the distal cover - please make sure that the distal cover is intact without any problem before installation, and it has no damage(crack) after installation.¿ this supplemental report includes a correction to h4 from the initial medwatch report. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to correct d4 - unique identifier (UDI) number to (B)(4).).

Manufacturer narrative:
This supplemental report is being submitted to provide additional information received from the customer. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The following additional information was received from the customer: it was confirmed that the distal cover was inspected prior to attaching to the endoscope. There were no signs of damage observed. After attaching the distal cover to the endoscope, the cover was given a ¿light pull¿ to confirm placement. The distal cover was discarded at the time of the event; therefore, not available for return to olympus.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to h6, h7 and h9 to include information that was inadvertently not included in the previous submissions.

Manufacturer narrative:
This report has been submitted by the importer under this MDR report number 2429304-2023-00269. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that during therapeutic endoscopic retrograde cholangiopancreatography procedure, this single use distal cover fell off. After noticing the cap was missing, the physician went back to look for the cap but was unable to find its location in the patient. The user replaced the distal cover and completed the procedure. The patient vomited the device out after the procedure. The procedure was one hour and twenty minutes including esophagogastroduodenoscopy, endoscopic ultrasound, and ercp, which was minimally extended looking for the distal cover. There was no impact on the outcome of the procedure. There was no treatment required. The patient is "ok and stable", as reported. There were no reports of further patient or user harm associated with this event. Two reports with patient identifier: (B)(6) - single use distal cover. (B)(6) - evis exera iii duodenovideoscope. This report is for (B)(6).